Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent high blood glucose while using the ilet, with cgm and fingerstick readings confirming levels above 382 mg/dl for several hours despite an earlier infusion set change and no visible kinks, bends, or leaks; troubleshooting and education were provided, insulin delivery was resumed after a guided site change, and glucose later stabilized without further supply changes, with the user attributing the event to poor insulin absorption at the original site. Symptoms included hyperglycemia without ketone testing, backup therapy, medical intervention, or acute health effects. Outcomes included transient disruption to glycemic control without hospitalization. Investigation included supply inspection by the user under agent guidance and follow-up assessment of glucose response. Investigation of this case revealed no device or component malfunction detected and suggested site-related absorption variability as a plausible contributor, with the precise cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.